Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. As the device was discarded and wasn't returned for additional evaluation and investigation, a definitive root cause for the alleged issue could not be confirmed. Follow-up with the sales representative who covered the case is not possible as they are no longer with the company. (B)(4).

Event description:
Clinical specialist (cs) reported a prior catheter revision due to underinfusion volume discrepancies. Cs confirmed that they did not have any details regarding the dates or volumes of the discrepancies. A cap study was also performed, and it showed a compromised catheter. After the revision, the physician was able to aspirate from the cap and no issues were observed. Cs stated that they were sure that the revised catheter segment was discarded.